Event description:
Customer reported that the pump screen was dark and would not turn on. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to confirm the pump was not plugged into a power source and to try turning it on using the button. When this did not work, the customer was advised to plug the pump into a reliable power source, which successfully turned on the welcome screen. It was clarified that the pump was intentionally turned off due to bluetooth disconnection, and the customer was educated on the proper method to turn the pump on and off, acknowledging the instructions.